Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h / 2016; using the pod 5 / page 44; living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient was experiencing continued skin irritation while wearing the pod on their abdomen. The patient visited their healthcare provider and was prescribed an unspecified steroid cream to treat the irritation. No further information was provided.